Event description:
It was reported that the patient experienced diaphragmatic stimulation. The device was reprogrammed to the unipolar configuration.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.